Event description:
It was reported that as the impactor pad was being separated from the femoral impactor at the end of the case there was difficulty separating the items and the impactor pad separated into two parts. No patient impact or additional information was reported.

Manufacturer narrative:
(B)(4). D4 - attempts have been made to gather all product identification information and no further information has been provided. G2- australia. Visual examination of the provided photo identified that the femoral impactor pad is fractured, with part of the broken material still lodged inside the femoral impactor. Signs of use is visible on the fractured pad, including scuffing and abrasion on the black engagement points where the pad interfaces with the impactor. The metal components of the femoral impactor also exhibit minor scuff marks around the contact surfaces, consistent with signs of repeated use. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined with the information provided. Medical records were not provided. A definitive root cause cannot be determined. This event was previously reported on 0001822565-2025-00182. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.